Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) representative that a 900pt290e humidification chamber was leaking at the base.there was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint 900pt290 humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected and subsequently filled with water. Results: visual inspection of the complaint chamber identified multiple vertical crack lines on the chamber dome. When the chamber was filled with water, a leak was observed. Conclusion: the reported leak was caused by a crack in the chamber dome. We were unable to determine what had caused the cracking on the chamber dome. However, it is known that during some therapies the backpressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint 900pt290 humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a 900pt290e humidification chamber was leaking at the base. There was no reported patient consequence.